Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device could not confirm the customer¿s allegation of unit powering off by itself. There were few additional findings : (a.) B30 scope communication error occurred due to faulty scope socket (b) the lamp was running 300 or more hours, (c.) The front panel bezel was corroded, (d.) The chasiss/front panel bezel was rusted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source unit turned off by itself. The event occurred during preparation for use for an unknown procedure. There was no patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause for phenomenon 1 "unit is turning off by itself" could not be identified since it was not reproduced. Additionally, phenomenon 2 "error code b30" is likely that the b30 was indicated due to an abnormal communication with the scope caused by the faulty scope socket. Phenomenon 3 "lamp: 300 or more hours" is likely that installation of the heatsink was inappropriate or that the heatsink was not installed. Olympus will continue to monitor field performance for this device.